Event description:
According to the reporter, during a kidney/adrenal grand procedure, when the user inspected the product before use, the balloon inflation was biased. The event occurred prior to the procedure. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one trocar. The visual inspection of the returned product noted; the trocar balloon, lock collar and obturator, valve seal and doors appeared intact. The inflation syringe was received. Pmv performed functional testing; the balloons were inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.